Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that the patient's recharger antenna overheated during charging. There was a kink in the cable. It was also noted that the message "system problem" was displayed. It seemed like the controller was charged close to 100%. The patient tried resetting the device, but "device not detected" was displayed several times, and "retry" and "charging" were also checked, but the issue was not resolved. The patient's ins battery was at 0% due to the failure to charge, resulting in slight pain reoccurrence. The patient's recharger was replaced.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial #: (B)(6), UDI#: (B)(4) g2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for product analysis. Analysis revealed that the recharge antenna was frayed; cable insulation was frayed/peeling away on the connector cable. There was also a recharge antenna failure; the "no device found" message was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that no further information was available regarding the ¿system problem¿ error message details. It was noted that recharger replacement resolved the recharging/heating issue. There were no further complications reported or anticipated.

Manufacturer narrative:
H2: please note that sections d1, d3, d4, and h4 have been updated at this time. H6: please note that method code b17, result code c20, and conclusion code d14 have been replaced at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.